Manufacturer narrative:
(B) (4)

Event description:
The patient experienced a shocking/jolting and burning sensation at the neurostimulator site which started 2 weeks ago. She also had leg weakness and left leg numbness which had occurred intermittently since implantation. The patient was at home and re-directed to her physician. The healthcare professional confirmed patient symptoms of new and preexisting pain and emotional changes. It was unknown if the event could be attributed to the device. She was diagnosed with pelvic pain and no patient injuries were reported.